Event description:
Electrode loop failed. A popping sound was emitted from generator. The doctor said he saw smoke coming from the connector point of electrode loop to the disposable bipolar cord. The electrode loop only was changed and case was finished with no other problem. There is no report of pt or practitioner injury.